Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced more frequently charging, and as a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was retained by the medical facility.